Manufacturer narrative:
One 10f guidestar steerable guiding sheath was returned under RMA# (B)(4) with the dilator. There were no other accessories. Traces of blood were found on and inside the sheath and dilator. According to the event description summary, the hemostatic valve was leaking, and the tip of the dilator was damaged. The hemostatic valve looked normal with no anomalies. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport or through the handle. The distal tip of the dilator looked like it had sustained impact damage. It is possible that the device was advanced through an area of resistance and/or tortuous anatomy. Per manufacturing procedure (non-peelable sheath final assembly) assembling the cap and seal. Visually inspect seals 100% before use. Carefully inspect seals to ensure that the helical center cut is present before assembly. Do not pull, bend or separate seals during inspection. If the seal is not properly cut, reject the seal and do not use for assembly. Notify the appropriate manufacturing supervisor before proceeding. Per procedure (destino steerable guiding sheath in-process and final inspection): the leak test is performed according to procedures based on available leak tester. The leak test is performed by manufacturing personnel 100% and is observed by quality assurance personnel at an aql level. Per qa procedure (destino dilator in-process and final inspection): tipping sample size: inspect 100% first 5 and last 5 properly tipped dilators. Under 10x magnification, verify the tip is round, no flash, no discoloration or other damages. Insert 0.038" guidewire into dilator through the tip for clearance verification. Per packaging procedure (destino steerable guiding sheath and dilator packaging) sample size 100% prior to packaging the product in the tray, inspect product, both sheath and dilator for any damages and make sure the product is free of any loose fm, kinks, damaged tips, etc. Clean stream or deionized air may be used to remove the loose fm. Per IFU: wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Returned device analysis revealed the sheath and dilator were within manufacturing specifications. The hemostatic valve looked normal and intact. The sheath did not leak when tested manually and also aspirated as expected. The sheath met the iso leakage test method requirement. The sheaths are leak tested 100% by manufacturing and observed by qa at an aql level. The distal tip of the dilator looked as if it had sustained impact damage either through patient anatomy or unusual stresses. The tips of the dilators are inspected 100% during the packaging procedure and clearance verification through the dilator is conducted prior to packaging. According to the DHR, the sheath and dilator passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
No product was provided for analysis as product was not returned to customer. There was no patient involvement reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer reported that during a case on (B)(6) 2024 after insertion of the guidestar sheath d-1433-01-si (lot eg-09432) it was detected that the hemostatic valve was leaking. The sheath was replaced and the replacement one was functional. Additionally, after removal of the defective sheath and the replacement of the new sheath it was observed the dilators that were used for both sheaths' insertions were chipped on the tip. Product not returning.